Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the cover was cracked. There were no reported adverse consequences to the patient as a result of this event.